Event description:
Manifold is making a rough noise during inspiration. Pt alerted a nurse that the ventilator was not delivering volumes when the device started making the noise. Please note that there was no death or severe injury involved in the incident.